Manufacturer narrative:
The lot number for the flexima open end ureteral catheter is not known; therefore, the device manufacture date and expiration date cannot be determined. The complainant indicated that the device has been disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed. Device discarded.

Event description:
According to the complainant, during the procedure, multiple holes were observed at the top of the flexima open end ureteral catheter. The procedure was completed with another device. No patient complications were reported as a result of this event. The patient's condition was reported as "fine".